Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was concerned about the noise possibly created from bra wires overlying the device. The icm remains in use. No patient complications have been reported as a result of this event.